Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the saw head could not be rotated or locked in the new position. It was further observed that the motor was damaged, and the device would not run. It was determined that the labeling was illegible and etching, the housing was worn- cosmetic damage, and the device had component damage. It was further determined that the device failed pretest for general condition, marking and labeling, check positioning of saw head, check symmetry from saw head to the handpiece handle, check trigger locking, check function of device and check oscillating frequency with frequency meter. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.